Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to mid nozzle and is advanced over the iol. The iol is advanced to between nozzle entry and mid nozzle and is damaged. The nozzle tip is crushed. We are unable to determine the root cause for the reported complaint "part of loader was crushed". Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23c / 73 f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this the nozzle tip was observed to be crushed. The dfu instructs to inspect the device nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and delivery system. All company devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intra ocular lens (iol) implantation part of loader was crushed. Additional information has been requested.